Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), the membrane became unfurled and was unable to be inserted through the sheath. The iab was replaced and therapy was provided. There was no reported injury to the patient.